Event description:
On (B)(6) pain and tenderness when touching over left and right anterior chest ~24 hours after mammogram, immediately after mammogram, those areas were red like being tightly squeezed.